Manufacturer narrative:
There was no indication from the reporter that the device would be returned. If the device becomes available as such, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that the "hotpac exploded and burned the patient". No further information was provided.